Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep currents and active currents. Device communicated properly with test guardian link transmitter. Device received with the sensor glucose and blood glucose in acceptable range. No senor anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures error during self test and confirmed in the device history due to broken pin on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for high or low blood glucose alerts. It was also reported that the customer experienced inaccurate sensor glucose readings versus blood glucose readings and the insulin pump alarmed an unnamed pump error. Their blood glucose reading was 80 mg/dl and their sensor glucose reading was 45 mg/dl. Details regarding symptoms or treatment of their high/low blood glucose levels were not provided. The device did not pass troubleshooting. The device will be returned for analysis.